Event description:
During the aaa procedure to implant the excluder bifurcated endoprosthesis, converted the pt to an open procedure because of tortuous pt anatomy experienced during the procedure. The pt is doing fine. There was no allegation of product deficiency made by the clinician.